Event description:
It was intended to treat a moderately calcified lesion in a mildly tortuous part of a bifurcation in the lcx. The om1 and the lcx to om1 was pre-dilated with different balloons. Thereafter, a 2.0 x 18 mm stent was implanted ostioproximally in the om1. The om1 stent was then crushed with a balloon as well as with two different orsiros, and post-dilation was done. No complications occurred, and timi-3 flow was achieved. The complaint event is not mentioned in the cathlab report. However, at some point the complaint instrument was introduced into the patients body but could not cross the lesion and was withdrawn.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the stent is mildly deformed at its distal end (i.e. Few struts are slightly bent outwards) and severely deformed at its proximal end (i.e. Several struts are strongly bent). Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.